Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial flutter. Boston scientific technical services indicated that after a quick convert, the rate slowed down to vt zone 1 and then the device delivered the shock although the vt zone 1 is a monitoring zone only. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial flutter. Boston scientific technical services indicated that after a quick convert, the rate slowed down to vt zone 1 and then the device delivered the shock although the vt zone 1 is a monitoring zone only. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.